Manufacturer narrative:
The device was received for evaluation. The device was found within specification and the customer reported issue 'there were still 200 ml left in the chemo therapy bag' could not be reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device passed the flow accuracy testing. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the secondary infusion was completed on a spectrum pump there were still 200 milliliters left in the chemotherapy bag. The event happened during delivery at the oncology unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter e-mail was ni should be (B)(6). Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, flow accuracy testing found the device passing with errors less than 5%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'there were still 200 m/l left in the chemo therapy bag' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.